Manufacturer narrative:
The laerdal silicone resuscitator (lsr) was inspected by a clinical engineer who found the bag, when squeezed, would not deliver gas through the face-mask. The gas was instead expelled from the bag via the intake valve at the bottom of the bag. It was discovered that the disk membrane for the patient valve (540105) was installed in the intake valve in place of the intake membrane (510404). The disk membrane is smaller and does not cover the intake holes, allowing air to escape from the bag through the intake valve when the bag is squeezed instead of moving forward through the patient valve to the patient. As received, the mis-assembled lsr would not pass the function test. The lsr directions for use illustrates reassembly of the device with labeled components and direct users to the functions testing to be done following disassembly/reassembly, confirming proper reassembly and operation if performed. Laerdal medical as states this is an isolated occurrence for which no trend exists and no corrective action is required.

Event description:
During an emergency in a hospital in a foreign country, on an unknown date involving, an unknown patient, this adult laerdal silicone resuscitator (lsr) was unable to ventilate the patient. The hospital stated that the resuscitation bag was reassembled incorrectly and when used in an emergency situation did not function correctly. When inspected after the event, it was found the valve diaphragms were incorrectly fitted.